Event description:
It was reported that the metal tip broke off of the end of a fogarty 80cm. It was not introduced into the patient. Another catheter was opened and used for the procedure.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Attempts have been made to the hospital for return of the device or further information. At this time, there is no additional information to be shared. If any new information becomes available a supplemental will be forthcoming.